Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed no errors. Functional testing confirmed the reported issue, and it was identified that the downstream occlusion (dso) sensor was out of calibration, and the dso seal was improperly installed as the edges lift over chassis recess and it had excess adhesive around edges. Further testing found that closing the latch/lock mechanism lever causes device to alarm ¿high alarm displayed: cassette not attached properly.¿ no faults found with the dso sensor as the device only requires calibration. The dso sensor was calibrated, and the dso seal was replaced.

Event description:
It was reported that, during testing, the downstream occlusion sensor calibration failed. There was no patient involvement. Evaluation of the returned device confirmed the sensor was out of calibration.